Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the reservoirs had air bubbles. Customer's blood glucose was 14 mmol/l. Customer was advised the reservoirs will be replaced. Customer agreed to return the reservoirs for analysis.